Event description:
It was reported, that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed. And a 35mm watchman flx laa closure device was implanted. Following six months of good progress post-implantation, the patient was switched to aspirin 157 days post procedure. The patient later suffered a stroke 268 days post procedure and was brought to the hospital. The patient showed no signs of paralysis and a few signs of aphasia. The patient was to undergo transesophageal echocardiography (tee), and computed tomography (CT) imaging to verify if this stroke was cardiogenic on (B)(6) 2023. Treatment was performed, but the details are unknown.